Manufacturer narrative:
(B)(4). The sample is not available. A 510(k) number will not be provided in the emdr as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Should additional information become available, a follow-up report will be submitted.

Event description:
During a phone call on (B)(6) 2012 with baxter's technical service center (tsc) for technical assistance, the homechoice patient (hp) stated that he had peritonitis. On (B)(6) 2012, the peritoneal dialysis registered nurse (pdrn) was contacted by product surveillance and confirmed that the patient had been diagnosed with peritonitis. The pdrn stated that the home patient (hp) was treated with antibiotics and the transfer set was changed. The hp did not need to be hospitalized for the event and is recovering. The pdrn stated that the hp had reported a leak between the catheter and the adapter and that the hp had tightened the adapter to stop the leak. The pdrn stated that the cause of the peritonitis was the touch contamination when the hp tightened the adapter. The brand and lot number of the pd catheter were not reported. The product code and lot number of the titanium adapter were not reported.

Manufacturer narrative:
(B)(4). The label review found the labeling adequate for the use error that was identified in this complaint. Based on the information obtained during baxter's investigation, the problem could not be confirmed and the root cause of this incident could not be determined.